Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not being detected during preparation for use prior to a laparoscopic surgery procedure. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: d9, g1, g3, h2, h3, h4, h6, h11. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed color bar display on the monitor after connecting the camera head to the processor which occurred due to faulty cable unit. Moreover, additional issue of focus knob and coupler corrosion were identified. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head was not being detected during preparation for use prior to a laparoscopic surgery procedure. The procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.